Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg reached end of life and the patient lost therapy. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.